Event description:
Consumer complaint of erratic blood results. Back to back blood tests performed at the time of the call were 180mg/dl and 166mg/dl - 295mg/dl. Error grid analysis of the back to back results were in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had poor technique or user's misunderstanding of erratic results.

Event description:
Consumer complaint of erratic blood results. Back to back blood tests performed at the time of the call were 180mg/dl and 166m/dl. Other back to back tests performed were 185mg/dl - 295mg/dl. Error grid analysis of the back to back results were in zone c. No adverse event reported.

Manufacturer narrative:
Internal report# (B)(4). Product not yet returned.